Event description:
As reported by our edwards lifesciences affiliate in japan, during the transfemoral (tf) tavi procedure, balloon leak was observed and commander delivery system (ds) with sapien 3 ultra resilia (s3ur) valve were retrieved. Due to observed plaque mobility in the descending aorta prior to the procedure, it was decided to use a long-type dryseal sheath. The delivery system was inserted into the vessel, and alignment of the s3ur valve was performed. During alignment, the operator felt resistance and therefore pushed the balloon catheter forward with the right hand to separate the s3ur valve from the catheter tip. Subsequently, alignment was completed using only the fine adjustment wheel. As a precaution, negative pressure was applied to the in deflator to check for balloon damage, and blood backflow was observed. The ds and s3ur valve were retrieved, and a new s3ur kit was prepared. There was no health effect to the patient. Although alignment was performed at a location with a straight vessel course, the resistance felt during alignment suggests that balloon damage occurred due to the system being stuck inside the sheath.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint leak for balloon leak was unable to be confirmed as no device or imagery was provided for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''due to observed plaque mobility in the descending aorta prior to the procedure, it was decided to use a long-type dryseal sheath. The delivery system was inserted into the vessel, and alignment of the s3ur valve was performed. During alignment, the operator felt resistance and therefore pushed the balloon catheter forward with the right hand to separate the s3ur valve from the catheter tip. Subsequently, alignment was completed using only the fine adjustment wheel. As a precaution, negative pressure was applied to the indeflator to check for balloon damage, and blood backflow was observed. Although alignment was performed at a location with a straight vessel course, the resistance felt during alignment suggests that balloon damage occurred due to the system being stuck inside the sheath.'' Per the instructions for use (IFU), the user is instructed to advance the delivery system through the sheath until the thv exits the sheath. Additionally, it warns that if valve alignment is not performed in a straight section of the vessel, there may be difficulties performing the gross alignment step, which may lead to delivery system damage and inability to inflate the balloon. In this case, it was reported that alignment was performed ''at a location with a straight vessel course.'' However, valve alignment was performed inside the sheath, which likely lead to the resistance, difficulty, and balloon damage that were reported. As such, available information suggests that procedural factors (performing gross alignment inside non-edwards sheath) may have contributed to the reported valve alignment difficulty and subsequent balloon damage/leakage. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.